Event description:
It was reported by the customer that on (B)(6) 2010, the surgeon started the procedure, inserted the fiber, pressed the foot pedal and there was a spark that turned into a flame which came from the fiber port at 0 joules. Also, per the customer, there was no harm or injury to the pt or any other hospital staff member. The procedure was completed with turp. The customer stated that the fiber was stuck in the fiber port and would like the laser to be looked at. The customer was to inform the ams quality and engineering departments of the details. The device was not returned for eval.